Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous anterior tibial artery. A 2.00mm x 150mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient without issue and no pieces/fragments of this device remained inside the patient. Subsequently, upon inspection outside patient's body, a small hole in the balloon was noted. The procedure was completed with a non- bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).